Event description:
The 10 fr boston scientific injection gold probe was bing used to cauterize a bleeding ulcer. This was being used through a large channel endoscope (olympus (B)(4)). After 2 cautery applications (setting of 20 on erbe electrosurgical unit), the bipolar tip of the probe came off and separated from the rest of the catheter. A snare had to be used to retrieve the tip.